Manufacturer narrative:
It was reported by customer that had a few instances where staff are reporting that the safety clamp did not engage upon removing the tubing from the pump module. "The IV solution spilled all over the floor when removed from the pump." One sample of unknow infusion set was received for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The sample was primed and no issues of leakage, air-in-line or occlusion were identified. A simulated infusion with water was conducted at a rate of 125 ml/hr for 1 hour. No issues were identified during the simulated infusion. The alaris pump door was then opened to determine if the safety clamp would engage once the door was opened, and the safety clamp functioned as intended. Closing and opening the alaris pump door, each time resetting the safety clamp to see if the clamp would malfunction was done an additional 10 times. Each time the safety clamp operated as intended. The customer complaint of component damage - leakage was not verified. A root cause analysis was not conducted because the failure was not replicated. A device history record review could not be performed because the product number and lot number were reported as unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim: we have had a few instances where staff are reporting that the safety clamp did not engage upon removing the tubing from the pump module. ¿the IV solution spilled all over the floor when removed from the pump.¿